Event description:
Related to MFR report # 2183959-2012-01852. It was reported by the plaintiff's attorney that "on or about (B)(6) 2007" the plaintiff was implanted with "intepro, perigee mesh" to treat stress urinary incontinence and pelvic organ prolapse. The plaintiff's attorney alleges that the plaintiff has "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and/or will undergo corrective surgery or surgeries" as well as other damages. Info indicates pt was implanted with "intepro mesh, perigee mesh" this is believed to be a perigee with intepro device.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.